Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3355433. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. Per the provided feedback, we understand an issue with leakage at plunger took place. It is possible that the leakage may occur if the stopper or the plunger rod was not properly assembled during manufacturing. This issue can also happen during flushing if plunger was not pressed straight, we recommend pushing the plunger by placing the thumb in all the surface. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush leaked past the plunger. The following information was provided by the initial reporter, translated from french to english: these syringes are used in medical oncology to perform pulsed rinses on central venous lines. When applying pressure for pulsed rinsing, the syringes leaked at the plunger. Clinical consequences observed : no clinical consequences.